Event description:
The customer reported a fluid leak inside the coulter hmx hematology analyzer with autoloader. The customer indicated that the leak was not contained within the instrument and the volume of the leak was unknown. The customer was wearing personal protective equipment consisting of gloves and a lab coat at the time of the event and no exposure or injury was reported. No erroneous results were generated and there was no change to patient treatment as a result of the event. Beckman coulter field service engineer (fse) was dispatched and observed a hole in the tubing through pinch valve pv49. The fse replaced the tubing and repair was verified per established procedures. Failure mode was determined to be a hole in the tubing through pinch valve pv49.

Manufacturer narrative:
(B)(4).